Event description:
Patient readmitted in 06 following anastomosis procedure 10 day ago with reported shortness of breath. The condition worsened 10 days later, and the reporting surgen indicated that he suspected an anastoimotic leak. During reoperation the following day, the surgeon found a small bowel leak at the suture line of the enterotomies. The cac clip anastomosis was intact (no leakage). Patient had respiratory distress and multiple organ failure passed 2 days later, (see attached document).